Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. During the procedure, the pump crossed the aortic valve and was placed in auto mode. Flows ramped up to 1.5l/min but started to have suction alarms. Repositioning but did not resolve the issue. The impella was removed and an echocardiogram was done which showed no left ventricle (lv) thrombus. The physician decided to exchange for a new impella cp; however, the second pump also had suction alarms. The physician proceeded to perform a balloon valvuloplasty with a 14mm balloon. It was noted under fluoroscopy, that there was a kink above the aortic valve (av) and below the motor. The second pump was exchanged for a new impella cp. An additional valvuloplasty was performed with an 18mm balloon. The third impella cp functioned without issues. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D1 (brand name), d4 (serial & catalog) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. H3 ( device evaluated by manufacturer?) Has been updated, due to physical product was returned and the pi has been completed. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: based on the clinical details provided, the cause of the positioning issue was most likely a result of the patient's condition. Low or blocked pump flow: based on the clinical details provided regarding aortic stenosis and positioning issues, along with evidence of a cannula kink on returned product with no other abnormalities in data logs/returned product, the cannula kink as well as user error positioning issues as a result of the patient's condition were determined to both likely have played a role in the reported low pump flows. Pd-cannula assembly- (twist, bent, kinked): based on the clinical details provided along with confirmation of a kink on returned product, the cause of the product damage was determined to most likely be a result of the patient's condition.